Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level at time of incident was more than 400 mg/dl. Customer current blood glucose level was 120 mg/dl. Customer another blood glucose level at 124 mg/dl. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer stated that serter was worn off. The device will not be returned for analysis.